Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that post implant there were intermittent right ventricular (rv) pauses on the telemetry. When the field representative checked the patient the following day, no pauses were observed. The field representative was unable to replicate any pauses when having the patient move, stand up or move their arms. Boston scientific technical services (ts) was consulted and discussed the possibility of air bubbles and that if the air was escaping slowly, it may not result in a stored event. The field representative noted that the patient has not been seen since their pre-discharge check. The cardiac resynchronization therapy defibrillator (crt-d) and rv lead remain in service and no adverse patient effects were reported.